Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 2.5 pounds during the prime/ compromised force sensor system alarm test due to moisture damage inside the force sensor resistor (gold). The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that they received the alarm while trying to change the infusion set. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.